Event description:
The customer reported to olympus that during reprocessing the evis exera iii colonovideoscope repeatedly tested positive for an unexpected contamination. The contamination was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. A small crevice in the wheelhouse resulting in bubbles during the leak test was also noted; however, it was later determined by the customer that there was no leak around the housing wheelhouse.

Manufacturer narrative:
The customer has reported that this scope has now passed micro testing. The device will not be returned to olympus for evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the user culture results and reprocessing method were not shared and because the subject device was not returned, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.